Event description:
It was reported by the vad coordinator that the patient observed power disconnect beeps with the two batteries; three (3) beeps were emitted within a half hour. The batteries were replaced. One of the returned batteries passed external visual inspection, but failed functional testing due to a faulty electrical component. As a result the battery failed to perform as per specification. Available log files did not pertain to the use of this battery.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. (B)(4): the returned battery passed external visual inspection but failed functional testing. During testing, the battery exhibited early depletion of cell pair #2 which caused the cell pair voltage to drop below the minimum voltage threshold. The results of testing indicates the battery failed to perform per specification. The manufacturer has initiated an internal investigation to further evaluate this issue. Controller log file review for controllers (B)(4) and (B)(4) revealed the battery (B)(4) was not involved as a part of the event details within the analyzed period. As a result the battery failed to perform as per specification. (B)(4): the returned battery passed external visual inspection and functional testing. Controller log file review for controllers (B)(4) and (B)(4) revealed the battery (B)(4) was not involved as a part of the event details within the analyzed period. Any information received regarding this event after filing this report shall be filed on a supplemental MDR.